Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: name of the procedure? Cesarean section. What was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through tissue.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging were returned for analysis. Product code vcp397h. During the visual inspection of the sample, bend needle and marks that appear to be caused by a surgical instrument were observed on the body needle. Besides that, there were remnants of the suture in the needle hole was noted as well. The suture was examined, and body fluids and fraying suture were noted along the strand, the extremes of the suture were noted to be cut possibly caused by a surgical instrument. Per the condition of the returned sample, the functional test could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.